Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent error messages. The customer's blood glucose level ranged from 160 to 228 mg/dl. Tandem technical support had the customer review the pump history and it was found that the customer had received occlusion alarms. As the pump supplies had been changed prior to contacting tandem customer technical support (cts), a system check was unable to be performed to determine a possible cause of the occlusions. There was no reported damage to the cartridge or cannulas. Reportedly, the customer had been using apidra insulin in the cartridge. Cts informed the customer that apidra was not labeled for use in the cartridge. The customer acknowledged the information.